Event description:
It was reported that the patient went to the dentist on (B)(6) and forgot to look up if she needed to follow any guidelines. The patient noticed return of symptoms on (B)(6), after the dentist appointment. A loss of therapeutic effect was reported. The patient had no symptom control for three days and then changed to a different program and this resolved the issue. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0mxde, implanted: 2015 (B)(6); product type lead. (B)(4).